Event description:
A 7 fr double lumen cook tpn catheter was placed. A hole was discovered just distal to the double lumen bifurcation. First catheter was placed in january and a hole was noticed the next day or two. Therefore, another catheter placed from same lot number in the operating room. A few weeks later, a hole was discovered in the second catheter in about the same area as first catheter. Once difficulty occurred again, a repair kit was used to fix the issue. Not sure of patient's status regarding this issue. The patient has been in and out of the facility since difficulty occurred, unsure why as additional information was not provided by reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.